Event description:
The hospital representative stated that the while implanting a medpor nasal dorsum implant, the implant broke. The hospital representative stated that the doctor was able to complete the surgery with another medpor nasal dorsum implant.

Manufacturer narrative:
An implant from the sample lot was physically tested for flexibility. There was no indication of weakness or under processing. The device history records were reviewed for this lot and all processes and test parameters were within the medpor implant specification. (B)(6)